Event description:
On 11/19/2025, an FDA medsun notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle was loaded, and upon deployment by the surgeon, it did not deploy as intended. After removal, it was discovered that the needle had broken off inside the channel of the instrument passer. The needle did not enter the patient, and the broken piece was retrieved. This was discovered during a procedure in (B)(6) of 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 10-dec-2025: this was discovered during a left knee arthroscopy, medial meniscus root repair, and right knee cortisone injection procedure on (B)(6) 2025. The surgery was not delayed, and no additional anesthesia was administered.

Manufacturer narrative:
Additional information: b3, b5, g3, h6.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-12990n scorpion needle (batch 14949548) was received for investigation. Visual evaluation confirmed that the tip of the device was fractured. Functional testing could not be performed due to the damaged condition of the device. Dfu-0392-sub-eo includes warnings to help avoid needle breakage and potential patient injury, including precautions regarding the application of excessive force during needle firing. The most likely cause of the reported failure is attributed to user-related factors, specifically excessive force being applied during the firing of the needle. The complaint allegation is confirmed.